Event description:
It was reported that the deep brain stimulation (dbs) patient presented to the emergency department (ed) with several hours of musculoskeletal stiffness. Functional testing confirmed the dbs device was operating normally, with no anomalies detected. The episode was deemed medically related and not device induced. The patient was discharged from the ed and remains under the care of their neurologist and associated practice.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, however the physician would not disclose details so further information was unable to be obtained.